Manufacturer narrative:
Replacement breastshields were sent to the customer and it was requested that the customer return her shields for evaluation. The product was not yet returned to date for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. Should the original product be received, resulting in new, changed or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the breastshields caused or contributed to the customer's rash. Reported issues of allergic reaction are under investigation, (B)(4) .

Event description:
The customer called in to report that she was having an allergic reaction to the 24mm breastshield. The breastshield was causing a rash around the outside of the shield on her breast. She confirmed a visit with her physician on (B)(6) 2015, in which she was given a topical cream and over the counter allegra. On (B)(6) 2015, the customer emailed medela with an update from a doctor visit on (B)(6) 2015, that she was given a prescription for triamcinolone acetonide cream usp .1%. The customer indicated that after using the steroid treatment that the rash is beginning to clear up.